Event description:
Procedure: unk. According to the reporter: when staples deployed, "the metal piece at the proximal end of the cartridge was bent." There was an incomplete anastomosis which needed restapling. The anastomosis was sutured and the procedure was converted to an open procedure.

Manufacturer narrative:
Date initial report sent: 8/14/2007.